Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device would not complete the boot-up cycle because it was continuously resetting by itself. Physio then replaced the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed sc pcb assembly and determined that the cause of the reported issue was a heat sensitive integrated circuit (ic) chip, designator u24. The removed ui pcb assembly was an ancillary part and there was no failure of the assembly.

Event description:
The customer reported that their device had its service indicator illuminated and it will no longer power on. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.